Event description:
On (B)(6) 2025, an ilet user experienced a low bg episode with a recorded low of 30 mg/dl. The user slowly corrected it by drinking juice and candy. The user did go to the emergency room, where they were treated with additional juice to correct the low.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.